Manufacturer narrative:
An investigation was performed on the actual/suspected device. The voice of the customer was confirmed. This failure mode is identified in the risk management file and will occur at the end of the procedure. When the device is not used in accordance with the instructions for use and/or the deployment guide that accompanies the device, for example, when the user removes the marker applicator separately from the biopsy probe. Mammotome vacuum-assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the applicator shaft creates the possibility of the applicator catching on one of these edges and shearing. The instruction for use and deployment guide, provided with the device, must be followed to avoid the applicator from shearing.

Manufacturer narrative:
The hydromark biopsy site identifier is a sterile, single use device intended for use after an open surgical or percutaneous breast biopsy procedure to mark the biopsy site. This failure mode is identified in the risk management file and will occur at the end of the procedure and involves the marker tip physically breaking. The failure mode involves the tip of a side deploy marker shearing on the cutter of a disposable probe and separating from the body of the marker. Should this failure mode occur, there is a chance the broken marker tip may be left in the patient's breast. Currently awaiting additional information to confirm if any material was left inside the patient breast. Device involved has been shipped to our facility. An investigation of the device will be performed once received. Supplemental report to follow.

Event description:
It was reporteed by sales rep after procedure retained fragment. Marker placement failed, so a second marker was used for placement. Since the first marker failed, only the marker was withdrawn with the probe intact. Afterwards, the second marker was inserted and placed; the procedure was completed. After the biopsy, the technician noticed that the tip of the marker was missing and called sales rep. We will ask to confirm whether there is any remaining material by ultrasound or mmg. We will keep you updated on this. Procedure completed with the device. No patient complications reported. This event is documented in our system as complaint# (B)(4).